Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2013, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis featuring c3 deployment. On (B)(6) 2013, a type ii endoleak was discovered originating from ilio-lumbar arteries. On (B)(6) 2013, a coil embolization procedure was performed to treat the type ii endoleak.